Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the upper case and ring cover were broken. The high rate cover, lower case, and ring cover were contaminated.

Event description:
It was reported the battery was not lasting long enough in the epg (external pulse generator). There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.